Manufacturer narrative:
Findings: pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file and unable to confirm motion sensor test failure alarm due to motor error alarm. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error, motor position encoder error, and motion sensor test failure. They were unaware what could have led to the errors. The customer stated they had been having them since last (B)(6) 2016. The customer's blood glucose level was 320 mg/dl. Troubleshooting was performed. It was found that the drive support cap was sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.